Event description:
It was reported that the patient had an inappropriate shock due to oversensing of a fast heart rate. The patient was in a marathon at the time of the shock. Office testing was unable to reproduce the instance. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.